Event description:
It was reported that the patient experienced as shocking sensation following an unrelated medical procedure. It was reported that last year the patient had a sleep test in which she slept the night flat on her back. Around 0200, ¿something happened.¿ it was reported the patient physician told her she had a stroke, and the patient¿s implantable neurostimulator (ins) has not worked since. Further, it was reported that the patient¿s ins turns on, but the patient feels a shock every once in a while. It was reported the patient thought a lead was not in place and that they were coming apart. Additional information received reported the patient thought she had broken her leads after her sleep test last (B)(6). It was reported that when the patient turned a certain way she was getting shocked in her back. The patient was to see the physician on (B)(6) 2013. This was reported to be the second time the wires came loose. It was reported the patient had an x-ray that showed the device was not intact. It is unclear when the x-ray was performed.

Manufacturer narrative:
Concomitant products: product ID 7495-10, serial# (B)(4), implanted: (B)(6) 1995, product type extension; product ID 3487a-56, lot# l57036, implanted: (B)(6) 1999, product type lead; product ID 3487a-56, lot# l57036, implanted: (B)(6) 1999, product type lead. (B)(4).